Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-may-2026, it was reported by a sales representative via phone that an ar-1788j-cp internalbrace implant system had the eyelet suture of one of the swivelocks rip out of the eyelet unexpectedly after insertion. This was discovered during an atfl repair with no patient harm reported. No procedural delay was experienced and no additional anesthesia was administered. All fragments were retrieved from the patient. The case was completed by opening another swivelock.